Event description:
It was reported that this pacemaker system exhibited undersensing of the intrinsic atrial activity. Technical services was consulted, and adjusting the sensitivity was recommended for the right atrial (ra) lead channel. No adverse patient effects were reported. This system remains in service.

Event description:
It was reported that this pacemaker system exhibited undersensing of the intrinsic atrial activity. Technical services was consulted, and adjusting the sensitivity was recommended for the right atrial (ra) lead channel. No adverse patient effects were reported. This system remains in service. Additional information was received indicating that x-ray examination as well as programming enhancements were performed. No adverse patient effects were reported. This system remains in service.